Manufacturer narrative:
The tech cleaned the valve seats on s8 valve of the hydraulic manifold to repair the bed.

Event description:
Info received indicates the bed is going into the head down tilt position on its own accord.